Event description:
It was reported that while being used in a pt, a leak at the y-connector extension set was observed. No pt harm occurred and no intervention was performed. Though requested, no other event details were available.

Manufacturer narrative:
(B) (4) (B) (4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Date of event: reported between (B) (6) to (B) (6) 2008. The extension set was received for investigation. The customer's experience of leaking at the male luer to female luer was verified. The connection between the male and female luers as received was found to be not secure. The leaking between the sets was observed only when initially tested as received. Testing performed after disconnecting and reconnecting sets afterwards was not able to reproduce leaking issue. The root cause of this failure was identified as a user issue. A query was performed and no quality notifications were found for the reported model number. Results of the investigation were sent to the reporter and discussed with the site risk manager. A recommendation was made to consider tightening the luer connection and checking it throughout the infusion time.